Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected to close three small defects and a patent foramen ovale. After several attempts, the left atrial disc of the device did not deploy properly. The disc was reported to be too far from the left side of the atrial septum and was observed to be too bulgy. The device was exchanged for a 25mm amplatzer pfo occluder (lot number: 6727708) and no residual shunt was observed. The patient is reported to be stable.

Manufacturer narrative:
Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected to close three small defects and a patent foramen ovale. After several attempts, the left atrial disc of the device did not deploy properly. The disc was reported to be too far from the left side of the atrial septum and was observed to be too bulgy. The device was exchanged for a 25mm amplatzer pfo occluder (lot number: 6727708) and no residual shunt was observed. The patient is reported to be stable.